Manufacturer narrative:
Root cause: contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the nav ring not properly functioning.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported navigation ring defective with error codes. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.